Event description:
Reporter indicated that their dell handheld computer was "hung up" on the interrogate device screen. A hard reset was performed on the handheld computer and then interrogation was successful. The event has not reoccurred.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.